Manufacturer narrative:
There was no button error alarm noted on the device. The intermittent button response was due to moisture damage keypad traces. The device had a minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and the reservoir tube was also found cracked. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 500mg/dl. The customer states treating their high levels with a syringe. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.